Event description:
The patient had a nevro system and was diagnosed with a brain tumor that needed to be resected right away and the patient was not MRI compatible so they rushed the patient through and replaced his system with [a medtronic] system that was MRI compatible and this all happened within the last month. It was reported the patient had a nevro ins implanted in 2024. The patient now has a brain tumor and is in need of an MRI. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).